Manufacturer narrative:
Product ID 3777-45, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 3777-45, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 3777-45, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 3777-45, serial# (B)(4), implanted: 2014 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient was experiencing a biting sensation. There was a shocking/jolting sensation and a revision was being scheduled. Diagnostic testing and troubleshooting included impedance testing, x-rays and reprogramming. The patient had 2 leads in the lumbar region that were giving her a shocking/jolting sensation. It was noted that the use of the leads was off label and they may be in the wrong area or too close to the skin. It was noted that the healthcare professional may replace the battery also to rule out any implantable neurostimulator (ins) issues. No issues were found when the impedance check was done. The patient was alive with no injury. The onset of the shocking/jolting stimulation had been slow with small movements of the body. This had seemed to be better after reprogramming but had returned slowly again. Impedances were great and no issues were found. The x-rays looked like the leads were in the same area they had originally been placed but they had been unable to see the depth of the leads on the x-ray. Additional information was requested but had not been received as of the date of this report.

Event description:
Additional information received reported that the entire system was replaced and the patient was doing fine after implant. All of the leads and the battery were replaced and sent in.

Manufacturer narrative:
Product ID: 3777-45, serial# (B)(4), explanted: (B)(6) 2014, product type: lead. Product ID: 3777-45, serial# (B)(4), explanted: (B)(6) 2014, product type: lead.